Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has an increase in seizures. The patient noted that she had a follow-up visit in march with a different physician as her old one is no longer at the facility. She states that a woman called her back, took her temperature, blood pressure, and then swiped the wand across her chest and re-programmed her settings without consent. Patient wants someone to re-program her to her original settings as she had been seizure free for over 2 years before this visit. Since march she has experienced two petit mal seizures on 4/7 and 4/28, then had a grand mal seizure in may. No additional relevant information has been received to date.